Manufacturer narrative:
An event of part of the balloon being "folded" making the insertion difficult in the patient was reported. The investigation confirmed the balloon membrane met functional specifications when analyzed at abbott. The balloon was inflated and deflated with ease with water and no anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 24mm amplatzer sizing balloon ii was chosen to size the septal defect prior to a patent foramen ovale (pfo) closure. The physician noted that part of the balloon was "folded" instead of being in a flat state, which was making the insertion more difficult in the patient. Inflating and deflating was not changing or unfolding the balloon. The sizing balloon was able to be used and the procedure was completed. The patient was reported to be discharged. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information/ na.

Event description:
It was reported that on (B)(6) 2024, a 24mm amplatzer sizing balloon ii was chosen to size the septal defect prior to a patent foramen ovale (pfo) closure. The physician noted that part of the balloon was "folded" instead of being in a flat state, which was making the insertion more difficult in the patient. Inflating and deflating was not changing or unfolding the balloon. The sizing balloon was able to be used and the procedure was completed. The patient was reported to be discharged. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.